Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, a known common post-surgical complication, arthrofibrosis, was reportedly the contributing factor to the ae#1/mua. The documented ae#2/fall was reportedly resolved without treatment. The patient impact beyond the reported arthrofibrosis and subsequent mua could not be determined and the fall was reportedly resolved without intervention. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient underwent a manipulation under anesthesia due to arthrofibrosis.